Event description:
It was reported that stent damage occurred. A 3.00x24mm promus premier¿ stent was selected. During prep, it was noted that the stent struts were caught on a towel and lifted up a bit off the balloon. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).